Event description:
The micro sagittal saw was sent for eval due to overheating during cleaning. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion within the motor was identified as the probable cause of the device overheating. Corrosion damage of the internal components can result in heat production due to increased friction between the moving components.